Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the pump was no longer functional. The pump screen was cracked because the customer placed the pump in their mouth to prevent them from biting their tongue while having a seizure. The customer's seizure was unrelated to the pump and supplies. Customer's blood glucose level was not impacted due to the reported issue. The customer confirmed that an alternate method of insulin delivery was available.